Event description:
It was reported that the sensor reconnected and the ilet resumed full automated dosing, resulting in additional insulin delivery for correction since the blood glucose was elevated around 190 mg/dl; prior to reconnection the system operated in bg run mode and provided basal insulin only. Symptoms included hyperglycemia. Outcomes included user counseling and restored automated corrective dosing without medical intervention. Investigation included a review of device use and user education. Investigation of this case revealed normal device function consistent with design when transitioning from bg run mode to sensor-driven automated dosing. It was concluded that the event was attributable to expected operation with no device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.